Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer had failed and was not detected on the bus. A field service engineer (fse) performed troubleshooting and found that the row board cables were not fully connected. The row board cables, and retractor band connections were reseated. Testing was resumed, and no further issues were noted. The user verified the drawer with inventory counts, and all bus and cable connections were confirmed to be secure. The drawer and pocket operations were verified and found to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.